Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation outside the patients body, while the ivus catheter was being flushed with saline solution, a pinhole approximately 5 cm from the tip of the catheter was noticed. The physician decided to discontinue use, and the procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition, and no damage was found within the telescope or sheath sections. Microscopic inspection showed a hole in the imaging window. Functional inspection confirmed that the device was leaking through the imaging window.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation outside the patients body, while the ivus catheter was being flushed with saline solution, a pinhole approximately 5 cm from the tip of the catheter was noticed. The physician decided to discontinue use, and the procedure was completed with another of the same device. No patient injury was reported.